Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar and a kink in the distal shaft located 23 cm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03418. Reportable based on device analysis completed on 21-mar-2017. It was reported that a shaft kink occurred. The 90% stenosed target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. Two guidezilla¿ guide extension catheters were selected for use. During the procedure, it was noted that the first catheter was kinked at the proximal and distal shaft inside the patient. The device was changed with another guidezilla¿ but the same issue occurred. The physician implanted a stent to complete the procedure. Patient's condition was stable. However, device analysis revealed a partial separation at the collar.